Event description:
It was reported that on (B)(6) 2021, during an orthopedic procedure, the threaded tip of the driving cap broke off into the radiolucent insertion handle. The nail was inserted all the way and needed to improvise by using a tamp to get the nail down. There was a twenty (20) minutes surgical delay. The procedure was successfully completed with no patient consequence. This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: the complaint device driving cap/threaded (product code: 03.010.523, lot number: unk) was not received for investigation. A photo investigation was performed based on the image provided. The image was reviewed, and the complaint condition can be confirmed. Based in photographic evidence provided, it is observed that tip of the handle was broken separated into 2 or more pieces. Separated piece(s) was/were not included in photographic evidence. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.